Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (>500 mg/dl) and diabetic ketoacidosis. Customer was treated with insulin drip and discharged three days later with no permanent damage and the issue resolved. Customer was unsure of the cause as the event had occurred in the past. Customer observed no issues with pump or supplies. Customer reverted to manual injections but ultimately resumed pump therapy.